Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 144 mg/dl. Customer stated that the display did not return after inserting new battery. Customer stated that the insulin pump had a battery failed alarm. The product will return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify failed battery test due to blank display. Device received with corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.